Event description:
Customer states they had low results for three different pts and when they reran the samples, the results were normal. Customer provided discrepant co2 results for two pts. Pt 1, original co2 result 1 (accompanied by a data flag), repeat 25 mmol per l. Pt 2, original co2 result 0 (accompanied by a data flag), repeat 34 mmol per l. Customer states original results were not reported, no pts were affected. The field service rep determined debris in cuvettes was the cause of the discrepancies. Customer performed an air purge, cell wash and cell blank. Customer also cleaned debris out of cuvettes. The field service rep checked the vacuum and dispense on the rinse mechanism and he checked the sample probe. A precision check, which was within spec, was performed to verify analyzer operation.